Manufacturer narrative:
During a surgical procedure the insert mt4 - 10+ , lot number 17001731, ref 03600010, eto sterilized single use insert for general bone surgery, expiry date 07/30/2022, was used to perform the skull osteotomies and at the end of the surgery an error appeared on piezosurgery plus, serial number (B)(4), claiming that the insert /blade was defective. The physician replaced the blade with another model because there is no more blade of the same code. Note: the blade did not break it simply stopped working when it was activated (8 hours of surgery). The surgery stopped about 15 - 20 minutes to change the blade was removed and inserted again into the equipment yto check for any communicaton failure, but the blad did not work. The manufacturer did not yet received the insert for its investigation.

Event description:
During a surgical procedure the mt4 - 10+ was used to perform the skull osteotomies and at the end of the surgery an error appeared on piezosurgery plus claiming that the insert /blade was defective. We replaced the blade with another model because there is no more blade of the same code. Note: the blade did not break it simply stopped working when it was activated (8 hours of surgery). The surgery stopped about 15 - 20 minutes to change the blade was removed and inserted again into the equipment yto check for any communicaton failure, but the blad did not work.